Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that it was impossible to open the device closed on tissues. The surgeon had to staple from either side of the device, cut and then remove the device still curved with the trocar. The procedure was lengthened of 30 minutes. There were no patient consequences reported.